Manufacturer narrative:
(B)(6). This report is for one (1) unknown proximal locking screw. Part and lot number is not reported. Without a valid part and lot number, the UDI is not available. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced pain and a broken synthes tibial nail and proximal locking screw. On (B)(6) 2015, the patient was involved in a motor vehicle accident. X-ray showed a comminuted, right tibial fracture with full shaft width anterior displacement and right fibular fracture with apex angulation. On (B)(6) 2015, the patient underwent an open reduction internal fixation of the right fibular fracture and closed reduction, intramedullary fixation of the right tibial fracture. A blocking screw was placed from anterior to posterior in the distal tibia. A standard lateral wound was undertaken and dissection was taken down through skin and subcutaneous tissues to the level of the fibular fracture. This was open reduced and clamped. A 2.7 mm lag screw was placed across the fracture. A 6 hole 1/3 tubular plate and 3.5 millimeter (mm) cortical screws were placed. The tibia was sequentially reamed up to 9.5 mm. It was reported that the canal was extremely tight. A 8 mm x 330 mm cannulated titanium tibia nail was placed down the canal and into the distal fragment. The nail was locked distally and proximally. Intra-operative fluoroscopy showed plate and screw fixation of a distal diaphyseal fibular fracture and rod (nail) placement within the tibia with a single proximal screw and 3 distal screws. The patient tolerated the procedure well and was stable post-operatively. On (B)(6) 2015, the patient was discharged using a rolling walker and exhibiting a safe gait. It was noted that pain was initially an issue; however, medications were adjusted. At a follow-up visit on (B)(6) 2015, the surgeon noted the patient was generally having some pain; x-ray showed excellent position of fracture and fixation. Subsequently, the patient underwent numerous physical therapy visits and reported severe pain, at times rated a ¿10/10¿. At (B)(6) 2015 follow-up visit with the surgeon, examination showed varus malalignment and moderate swelling; x-ray showed a fracture of the tibial nail and proximal locking screw and "a distal block¿. It was not reported which of the four locking screws was proximal. On (B)(6) 2015 the patient underwent revision intramedullary fixation of the right tibial fracture with removal of the previous hardware including the broken nail and tip. The tibia was reamed up to 11.5 mm. It was noted the canal was tight. A synthes 10 mm x 330 mm cannulated titanium tibia nail was placed and locked with interlocking bolts. The patient was stable post-operatively and tolerated the procedure well. Concomitant devices reported: 2.7 mm lag screw (part# unknown, lot# unknown, quantity: 1), locking compression plate one-third tubular plate with collars 6 holes / 69 mm (part# 241.361, quantity: 1), 3.5/14 mm locking compression plate stainless steel cortical screw (quantity: 6), titanium locking screw w/t25 stardrive for im nails sterile (quantity: 3). This report is for one (1) unknown proximal locking screw. This is report 2 of 2 for (B)(4).